Manufacturer narrative:
The technician found the brake caster swivel was falling. The technician replaced the brake caster to repair the stretcher.

Event description:
Info received indicates the brake is not holding.